Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the tip of the driver broke off. Additional information was received stating that the issue did occur during a transforaminal lumbar interbody fusion (tlif) procedure. The tip did in break in the head of the screw.  It was simply removed from the head of the screw and no pieces remained in/around the patient. The procedure was only delayed by a couple minutes as they simply switched to a navigated driver and registered it on the system. The patient had no complications from this.